Event description:
It was reported that an unspecified bd syringe was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that there is a syringe complaint.

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that an unspecified bd syringe was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that there is a syringe complaint. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd syringe was unable to aspirate during use. The following was reported by the initial reporter: "it was reported that there is a syringe complaint. Verbatim: voicemail: consumer left voicemail stating that she has a complaint on syringes. On (B)(6) 2021: I returned consumer's call and left a voicemail for return call.".